Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple inaccurate fill estimate readings after loading a new cartridge. The customer's blood glucose level was not impacted. The contact did not have any additional supplies to reload the cartridge at the time tandem customer technical support (cts) was contacted. The contact had not called cts back for further troubleshooting.